Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test. No excessive no delivery alarm noted. The test blood glucose meter communicates properly to the pump noted. Pump monitored for several days and no blank display noted. Pump received with normal operating currents. No damage found on the lcd isolation tape noted. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector lcd locked properly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, partially broken reservoir tube lip, cracked lcd window and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 43 mg/dl at the time of the incident. The customer was at 433 mg/dl at the time of the call. The customer also reported no delivery alarms. The customer experienced symptoms such as loss of consciousness. The customer also reported that 3 nights in a row they went to bed with normal blood glucose levels and woke up high. The first night was in the 400 mg/dl range, the next was 490 mg/dl, and on the third time they were 568 mg/dl. The pump also goes blank and the meter does not communicate with the pump. The pump also wants to reset and start counting down, pump physical damage, and the button presses are delayed. The customer had symptoms of high blood glucose such as nausea, inability to move, and lethargy. The customer treated for the highs with the pump. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer also has issues with multiple endocrine disorders. The customer was given steroids and went up to 600 mg/dl. The insulin pump will be returned for analysis.